Manufacturer narrative:
(B)(4). Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with missing reservoir tube retainer and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that this morning they were going to change reservoir, but reservoir stopper has gotten stuck in reservoir compartment. They had tried every way to remove the stopper from within the pump, but they are unable to remove it. Blood glucose later was 329mg/dl, and treated now with manual injection. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.